Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. The date listed, is the date when abbott diabetes care became aware of the event. The meter serial number is unknown; therefore the date of manufacture cannot be determined.

Event description:
Customer called customer service on (B)(6) 2013 and reported that approximately three months prior to calling he received a reading of 170 mg/dl on his adc blood glucose meter, which was higher than a reading of 40 mg/dl received on a competitor's meter. It is unknown when the reading of 40 mg/dl was received relative to the reading of 170 mg/dl. Customer further reported he self-administered an unknown amount of insulin in response to the reading of 170 mg/dl and subsequently experienced "shakiness and cold hands", with a resultant loss of consciousness. Customer believes he was in a "diabetic coma". Paramedics were called and transported him to a local healthcare facility. Customer did not know what diagnosis he was given, but noted the treatment he received was a change to his insulin dosage. Customer reportedly spent 3-4 days in the hospital. Customer also noted he had been hospitalized on a second occasion, but the details of that hospitalization were not provided. Multiple, unsuccessful, attempts to contact this customer to obtain additional information have been made. There was no report of death or permanent impairment associated with these events.